Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed and unable to recover. A field service engineer applied conductive grease to all latches in tower to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, tower door failed and unable to recover. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in patient care or harm reported. There were no adverse events or injuries reported based on this event.